Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited impedance measurements of over 3000 ohms and an increase pacing threshold. In addition, the local guidant rep was inquiring about the removal of setscrews.